Manufacturer narrative:
The insulin pump passed the displacement test and reset error test. No reset error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No number ramping or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming and keypad numbers keep ramping. The blood glucose reading is 220 mg/dl. Nothing further reported.